Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory and was caused by silicone material found inside of the set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported that during lead revision, when the physician attempted to connect the new lead to the chronic device, the set screw unable to be tightened. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.